Event description:
It was reported to manufacturer that the vns pt was experiencing a shocking sensation in the chest. The pt was seen by the physician due to the adverse event, and the device was disabled. Diagnostics performed following the onset of the event revealed normal device function. Further follow up with the physician revealed that the pt had a large dog jump onto the chest area and this event may have contributed to the reported shocking sensation in the chest. The pt subsequently had surgery where the generator was replaced. The explanted generator has been returned to manufacturer and analysis is underway.